Manufacturer narrative:
The device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported failure to advance issue. A definite root cause could not be determined based upon the available information. Labeling review: the instruction for use for the caterpillar arterial embolization system was reviewed and contains the following information relevant to the reported event: precautions: verify that the delivery catheter that is used is compatible with the caterpillar¿ and caterpillar¿ micro arterial embolization devices prior to use. If excessive resistance beyond what would be expected is encountered at any point during advancement of the caterpillar¿ and caterpillar¿ micro arterial embolization devices through the delivery catheter, stop and remove the device and delivery catheter as one unit/together. (Expiry date: 10/2021).

Event description:
It was reported through the results of a clinical trial that, during placement of an arterial embolization device, the study device allegedly failed to advance and the device plug didn't go forward. It was further reported that the subject was treated with a new device successfully. The patient reportedly experienced abdominal pain, however, the current status of patient is unknown.